Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead failed to pace the myocardium. The lv lead was moved inward and backward in myocardium however, the lv lead still failed to pace. The physician elected to not used the lv lead and implanted a new lead. The patient was stable throughout the procedure.